Manufacturer narrative:
Patient information: demographics requested however not provided. The customer¿s report of an overinfusion, program rate change was confirmed. The pcu event log shows that pump module s/n (B)(4) was programmed to infuse drugid 37 at a rate of 392ml/hr with a vtbi of 196ml. When the infusion completed, a user changed the vtbi to 900ml. The rate of the infusion was not changed, the user added volume to the infusion when the initial infusion completed and that is why the vtbi was later found to be 855ml. The primary tubing was not received so no investigation could be performed. The root cause of the overinfusion, program rate change was user programming. Log review only.

Event description:
It was reported that a normal saline bolus was programmed to run at 196 ml over 30 minutes (rate of 392ml/hr) at 1703. When the nurse returned to the room at around 1750 another bolus was infusing at a rate of 392ml/hr but with a volume to be infused of 855ml. Another staff member had said that they went in the room and pressed silence on the pump between this time. Biomed requesting to see if the pump was programmed for another bolus between this time. Although requested, no information was provided regarding the patient outcome or if harm occurred.

Event description:
It was reported that a normal saline bolus was programmed to run at 196 ml over 30 minutes (rate of 392ml/hr) at 1703. When the nurse returned to the room at around 1750 another bolus was infusing at a rate of 392ml/hr but with a volume to be infused of 855ml. Another staff member had said that they went in the room and pressed silence on the pump between this time. Biomed requesting to see if the pump was programmed for another bolus between this time. Although requested, no information was provided regarding the patient outcome or patient impact.